Event description:
Event description guidant received information that this endocardial lead which was implanted the previous day, lost capture at 6.5 volts and displayed intermittent capture at 6.0 volts. In addition, diaphragmatic stimulation was noted at these thresholds.